Event description:
It was reported that the 9800 system had an artifact in the image after fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was adjusted and connection tightened during the service call. The system was tested and found to be working as intended and put back into service.